Manufacturer narrative:
(B)(4): eval results - eval for the returned product shows when tested using the customer's batteries the alarm has intermittent power. When using new batteries the alarm powers on, but does not sound the alarm when pressure is taken off the sensor pad or when the sensor is detached. The nurse call function and power button passed tests. The alarm door is broken and it can be slid out away from the alarm case. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (broken) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the alarm has power, but the alarm tone is intermittent when pressure is released off the sensor pad. The battery door closes properly. There are no missing buttons or screws. There is no battery corrosion or leakage detected. It's unk when the product issue was discovered. There was no pt incident or injury reported.